Manufacturer narrative:
The local area field representative was contacted for additional information. It was reported that no device anomalies were noted at the last in-office check a couple months ago. It was also reported the patient did not present for routine follow-up scheduled. Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was concern their device was not working appropriately. They had experienced some chest pains and the EKG could not be read due to interference between the device and external monitors. Boston scientific technical services (ts) discussed pacemaker function and how pacing spikes can appear on external monitors. Ts also referred the patient to their physician. No adverse patient effects were reported.